Event description:
A user facility inventory manager reported a dialyzer blood leak. Upon follow-up, the clinic manager (cm)) confirmed the reported event and stated an internal dialyzer blood leak occurred immediately after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 250 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a delamination was observed in the polyurethane (pu) to be extending from approximately 270° to 70°, with the ports at 0°, on the non-cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. See the attached photo documentation in the content tab. During the lot history review it was noted that there were two other complaints reported against the lot. The complaints address internal blood leaks (no samples). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported a dialyzer blood leak. Upon follow-up, the clinic manager (cm) confirmed the reported event and stated an internal dialyzer blood leak occurred immediately after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 250 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.